Event description:
It was reported that "about halfway through" a prostate procedure, while using the surgical fiber, the fiber tip broke. The fiber was exchanged and the procedure was completed utilizing the second fiber. Total joules used for the procedure: 49,509. Total procedure lasing time for the procedure: 29:01 minutes. Patient outcome: "ok" reported. No patient or user injury was reported.